Event description:
An everflo device was returned to a third-party service center in reference to thermal event. During the evaluation of the device at the third-party service center, the device was visually inspected and found "power cable melted". Additionally, the device is being returned to the manufacturer for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.